Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found. However, visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the right ventricular lead had a sudden increase in threshold and was high. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407645 x 2 leads, implanted: (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.